Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (united kingdom) was experiencing unintended stimulation in the left upper quadrant of the abdomen and chest wall. X-ray imagery confirmed the lead extension had migrated. The lead extension was removed and replaced (procedure date unknown); however, the issue has not been resolved. No further information is available at this time.